Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 13th november 2012. Upon receipt, the returned pad-pak was found to be depleted beyond any use. The corrosion observed on track 13 (on_button) of the membrane tail had resulted in the device switching on automatically, resulting in the 10-minute time-outs and the subsequent depletion of the pad-pak. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the low temperature recorded in the history log would confirm that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.